Manufacturer narrative:
Although there have been attempts to receive further information, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after one (1) year, nine (9) months due to unknown reasons. A 25mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this bioprosthetic aortic heart valve was explanted after an implant duration of one (1) year, nine (9) months due to paravalvular aortic insufficiency and an ascending aortic aneurysm. Upon visualization, the aortic valve leakage was due to paravalvular leak, located between the left coronary ostium and the commissure between the left and right coronary cusps. The valve was excised and a 25mm pericardial bioprosthesis was used in replacement. The ascending aorta was grafted before the patient was removed from bypass. There were no complications and the patient was brought to the intensive care unit in stable condition, after having tolerated the procedure well. He was later discharged on pod #5.